Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during the post implant check for an implantable cardioverter defibrillator (ICD). Upon review, the ICD exhibited ventricular oversensing. Programming changes were recommended. During interrogation, the oversensing signal could not be reproduced. The ICD will continue to be monitored. The patient was stable.